Event description:
It was reported that a patient felt too full during dwell one of the automated peritoneal dialysis therapy using a homechoice (hc) device. A technical service representative (tsr) instructed the patient to perform a manual drain. Although the patient¿s fill volume is only 2000ml, the patient drained 3280ml of solution during the manual drain. The patient was hospitalized at the time of the event for an unrelated issue. Further follow up with the hospital dialysis nurse indicated that the hc had previously been programmed to fill 3000ml. The nurse was unsure as to whether it got updated to 2000ml to accommodate the new patient prior to therapy. This indicates an increased intra-peritoneal volume (iipv) event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was originally manufactured in 1994. The hc was returned and analyzed. An event history log review indicated that the patient¿s fill volume was set to 3000ml instead of 2000ml in order to accommodate the new patient. A review of the device history records showed that the device had been reconditioned since its original manufacture date. Further review of the device history logs was not required. The service history logs showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. No abnormalities were identified during internal/external inspections. The device passed both the rite (returned instrument test evaluation) electrical and functional testing. A short simulated therapy was performed successfully on the device. All pressures were determined to be correct and stable. The iipv event was unable to be duplicated during sample evaluation. However, the problem was confirmed as the event history log indicates the fill volume was set at 3000ml which is 1000ml larger than the prescribed fill volume for the patient. The cause was determined to be a use error as the clinician inappropriately set the fill volume. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It warns the user that using incorrect settings can cause symptoms and signs of uraemia, including fluid overload. This can lead to serious injury or death. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.